Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient felt pain at the infusion site after wearing the pod between 1 and 4 hours. When the pod was removed, the cannula did not appear visible, indicating the cannula did not deploy as intended at pod activation. Upon inspection, the pink slide did not move forward, indicating a needle mechanism failure occurred.